Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 300 mg/dl to 400 mg/dl. Customer believes that high blood glucose was due to insufficient insulin received. Customer was assisted in entering carbohydrates into insulin pump.